Event description:
It was reported that while that patient was recharging, she experienced a shocking and jolting sensation down her leg. The patient also reported a bruised pocket. There was no fall or trauma to the area. The patient stopped recharging and went to the emergency room. The physician has not been able to determine what happened. The patient was instructed to keep the device off until she could be seen by the physician who manages the stimulator system. Telemetry revealed normal impedances. Movement did cause stimulation change. It was unknown if palpation caused stimulation change. No patient treatment or outcome was reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.